Event description:
The customer reported to customer service that her transformer housing is broken, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time; therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. Should additional information or the original product be received, a resulting in new, changed, or corrected information, a follow up report will be filed at that time.